Event description:
Caller reported a cgm error and contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support helped the customer perform a pump reset, which resolved the issue and allowed the caller to successfully start their sensor session.